Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022 with chest pain and discomfort. During examination of the lead, it was noted that the right atrial (ra) lead was dislodged. The lead perforated the myocardium and was applying pressure to the lungs. After further assessment in clinic, chest x-ray confirmed ra lead dislodgement. The ra lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition throughout.